Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical data file showed there were large premature ventricular contractions (pvc) in the second and third analysis segments which varied the r to r wave intervals and the amplitude variability which caused a shock advised response. The report pointed out that the intended use is for a patient that is unconscious, not breathing, and pulseless. The analysis occurred when the patient was conscious. Analysis of reports of this type has not identified an increase in trend.